Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with severe calcification. The 3.5x15mm xience skypoint stent delivery system (sds) had resistance during advancement with the anatomy and a guideliner had to be used. The stent was deployed but after post dilatation with a 4.0x8mm non-compliant balloon, one stent strut looks fractured on intravascular ultrasound (ivus). Another stent was deployed inside the first stent to treat the fractured strut and adhere it to the vessel wall. There was no adverse patient sequelae. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulty to advance and treatment appear to be related to circumstances of the procedure. The investigation was unable to determine a conclusive cause for the reported stent break. There is no indication of a product quality issue with respect to manufacture, design or labeling. A cine was received and reviewed by an abbott vascular clinical specialist who noted the following: it was reported that a xience skypoint des 3.50 x 15mm rx stent delivery system (sds) was used to treat a severely calcified left anterior descending artery (lad) lesion, access point and guide sheath size is not mentioned in the complaint summary. The xience sds was advanced into the anatomy but felt resistance, it is unclear where the resistance occurred within the anatomy, whether it was at the target lesion or in the anatomy prior to. A guideliner guide extension of unknown size was used to help successfully deliver the sds to the target lesion, where the sds was deployed and post dilated with a 4.0x8mm non-compliant balloon. An intravascular ultrasound (ivus) was performed after stent deployment where the images indicated a stent was not optimally expanded within the anatomy. The physician noted a potential fracture in the stent and opted to place another stent of unknown size within the stent that is being investigated. After reviewing the two ivus images associated with this investigation, the first ivus image shows a cross section of a stent that is not expanded fully within a highly calcified lesion. The second ivus image shows what appears to be two layers of stent material in the highly calcified lesion. While the media does suggest there is stent malposition within the highly calcified lesion within the lad, I cannot distinguish by the media (ivus images) if the stent is fractured. I cannot come to a probable cause for this event with the media and information provided. E1: phone number updated.